Event description:
Boston scientific received information that this device system detected an increased right ventricular (rv) pacing impedance measurement greater than 2,000 ohms. Additional information from the local area sales representative reported that the patient implanted with this device system was checked in the office. Rv impedance measurements were approximately 1,800 ohms with an increased threshold measurement. The device output was reprogrammed to maintain capture and daily measurements were programmed off. The physician was to check the patient again in one month. To date, no adverse patient effects were reported during this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.